Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc surmised that this phenomenon was attributed to the aging deterioration of lvds (low voltage differential signaling) unit with passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon which was occurred due to the printed circuit board failure of the subject device. However there was no physical damage or any burn marks on the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when evis 190 series endoscope was connected to the subject device at the unspecified timing. There was no patient injury associated with this report.